Manufacturer narrative:
The patient was not revised. No returned device. An event regarding infection involving a trident shell was reported. The event was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review by a clinical consultant noted: there is no correlation with specific device properties although any foreign material implanted in the body raises the susceptibility to infection as airborne bacteria present in the operating room can adhere to the implant surface at the time of surgery and remain settled if not tackled by the body's immune system or the peri-operative antibiotic prophylaxis routinely provided. Other causes for infection are when bacteria are transported from infectious loci elsewhere in the body through hematogenous or lymphatic pathways. Also dental procedures count as risk factor because of usual gingival injury causing possible entry of micro-organisms into the systemic circulation. The most important factors contributing to infection are thus patient and/or surgeon related. Device-related causes for infection play no role. As such, this pi case is not device-related but has its root cause in an adverse mix of procedure-related and possibly some unknown patient-related risk factors. It should be emphasized again that the trident cup was already in place before the cause of infection did emerge which was the accolade stem exchange for a non-stryker device, the zimmer zmr stem in 2015, while the trident cup likely had become secondarily infected after this intervention and thus is not associated with the root cause of this event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and one other event for the reported sterile lot. Conclusions: a review by a clinical consultant concluded: infection is a procedure-related complication of arthroplasty surgery, in this case of the zmr implantation revision of 2015, and not related to the already present trident cup implanted in 2012, although it may be required to be exchanged during the planned I&d second revision procedure because secondarily infected by the zmr stem. Further information such as device return, pathology report, additional x-rays as well as patient history and follow-up notes are needed to investigate further . If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
This is an infection requiring revision. I have an infected right zmr at crgh which was revised from a stryker trident/accolade for fracture 15 months ago. Plan is to debride extensively, remove the cables, free up the proximal body, remove liner, head/prox body, further debride and replace with a new proximal body/head and stryker trident liner. Maybe change cup too if it is looking infected with a biofilm behind the liner.

Manufacturer narrative:
Additional devices listed in this report: cat# 623-00-36f description: trident 0° x3 insert 36mm ID lot# 39440501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
This is an infection requiring revision. I have an infected right zmr at (B)(6) which was revised from a stryker trident/accolade for fracture 15 months ago. Plan is to debride extensively, remove the cables, free up the proximal body, remove liner, head/prox body, further debride and replace with a new proximal body/head and stryker trident liner. Maybe change cup too if it is looking infected with a biofilm behind the liner.